Event description:
It was reported that a patient experienced a loss of therapeutic effect. The patient had a dental x-ray or panorax about 2 weeks previously and then five days prior to the report the patient started having "intense shaking, extreme dizziness, and eyes blurred to the point where she could not drive". It was also stated that on (B)(6) 2013, the patient started feeling a shocking at the implant site when she touched the device and has had "little shocks" every day since. It was reported that the patient's device was affecting her breathing and she was getting headaches. Additionally, it was stated that the patient thought she was having a "heart attack" a few days prior. The patient was directed to contact a physician as soon as possible. It was noted that the patient had an appointment scheduled with her physician the following week. Further information has been requested. If more information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 37642 lot# serial# (B)(4), product type programmer, patient product ID, 37642 lot# serial# (B)(4), product type programmer, patient product ID, 37085-40 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 37085-40 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 3387s-40 lot# v595266, implanted: 2011 (B)(6), product type lead. (B)(4).

Event description:
Additional information was received which reported that the patient was still having concerns regarding device or therapy. It was unclear if further help had been sought. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that the patient ¿couldn¿t remember anything,¿ and hadn¿t felt ¿good.¿ the ins felt heavy in the patient¿s chest, and the shocking began when the patient touched the ins and moved it.